Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was presented to the clinic with weakness, shortness of breath and dizziness. The right ventricular (rv) lead has a confirmed fracture. The lead was found to have high impedance, no capture, and noise causing oversensing with inhibition and a lower heart rate. The lead was programmed off temporarily until it was revised and replaced. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.